Manufacturer narrative:
U.s. Agent notified (B)(4) 2012. The manufacturing documentation has been checked. There are no indications for a manufacturing or material error. The insert is damaged on the inner surface of the hole. We assume that this damage was caused by the screwdriver and that the insert was prised out.

Event description:
Country of complaint: (B)(4). Patient was diagnosed with vertebral canal stenosis. Fixation to l3/4/5. Insert fell out of a screw head. The surgeon screwed the s4 polyaxial screw into the vertebra, however, because the screw in right side of l3 was in place too deep into the vertebra, the surgeon rotated back the screw two and a half times using a screw driver (fw173). This is when the insert popped out of the screw head. According to the surgeon, he never applied twisting motion when manipulating the screw using the screw driver. He stated that he did not have any difficulty inserting the screw driver into the polyaxial screw head. The screw was removed and replaced. Revision date; none. Patient date: none. Involved component: none. Surgery was delayed over 15 minutes due to this incident.